Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR. Report #: 1627487-2018-02758. Reference MFR. Report #: 1627487-2018-02759. Reference MFR. Report #:1627487-2018-02760. It was reported two of the patient¿s leads migrated. As a result, the physician explanted the right thoracic level 10 lead and the left thoracic level 12 lead, and replaced them with two new models. Postoperatively, effective therapy was reported. All of the patient's leads are being reported because bilateral leads were implanted at both thoracic 10 and 12 levels and it is unknown which of these leads migrated.